Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with t10 fracture-thoracic kyphosis and underwent arthrodesis at t3-s1. Post-op, the connectors broke preventing from fusion. As the result, patient suffered with pain. T3-sacrum arthrodesis, rod replacement, screw replacement and nut replacement were performed as a revision surgery.

Manufacturer narrative:
Product analysis: visual and optical inspection of the connector confirmed deformation of the rim of the rod entry point and various witness marks. The uneven witness marks inside the rod connector indicate the rod was not seated flush and parallel against the break off screw. The set screw appear to have backed out causing the rods to slip and flex causing the damage to the rod connector. This is consistent with the screw backing out overtime.: radiographic image review: post-op x-rays for bony segment thoraco-pelvic fixation for kyphotic deformity shows displacement of rods from connectors bilaterally. The connection between the upper and lower segments of the instrumentation occurs at the apex of the kyphotic deformity. This is a natural place for hardware failure to happen if fusion has not occurred. If information is provided in the future, a supplemental report will be issued.